Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6). On (B)(6) 2021, the patient's mother reported that her daughter experienced fatigue, altered vision, weakness, headache, thirst, going to the bathroom and high blood glucose level of 22.1 mmol/l. The mother verified the alarm history and found the following: (B)(6) 2021 at 01:37 pm no delivery, (B)(6) 2021 at 02:02 am no power, from (B)(6) 2021 to (B)(6) 2021 low battery, (B)(6) 2021 at 07:10 am and 07:13 am no delivery. Therefore, the patient's mother indicated that when she removed the site from her daughter's stomach the cannula was found to be bent. On (B)(6) 2021, at 02:30 pm, the patient was admitted to the hospital with blood glucose level of 22.1 mmol/l and was transferred to the intensive care unit. Her ketone levels were at 6.89. While hospitalization, she received intravenous insulin drip. On the day of this report (B)(6) 2021, she was still admitted in the intensive care unit. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.